Event description:
It was reported that prior to the attempted implant of this transcatheter aortic bioprosthetic valve, a frame node overlap involving the third node was observed during loading. A pre-implant balloon dilation was performed using a 26 mm non-medtronic (osypka) balloon. Following initial deployment, the valve was recaptured due to high positioning on the left coronary cusp. After recapture, a full infold occurred. Upon a second deployment attempt, the infold was observed in the valve frame. Subsequently, the valve was recaptured and withdrawn from the patient. A new non-medtronic (edwards) valve was successfully implanted in the patient. A procedural delay occurred as a result of the infold from the wait time until a new valve was crimped. Per the physician, the patient's horizontal aorta (80 degree angle) and bicuspid aortic valve anatomy contributed to the infold. The patient was stable throughout the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-34 (lot: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.